Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and the right plunger case was cracked. There was a base not responding and check clutch/ travel reverse errors in history. Customer stated problem could not be verified after multiple flow and occlusion tests for the check clutch error. Power up process was used for base not responding alarm. When checking alarm history noticed the clutch was released during an infusion causing the check clutch/ travel reverse error. Base not responding is and advisory alarm caused by user powering the pump off within 5 seconds of powering the pump on. The root cause was attributed to the customer. Performed function and delivery tests.

Event description:
It was reported the device base not responding and travel reverse error. No patient injury reported.